Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. It also stated that the pump had battery out limit. Drive support cap was appeared to be normal. Customer had low blood glucose because of setting issue and customer treated low blood glucose with juice. Customer also stated that the customer was advised to discontinue use of the insulin pump and customer is able to perform the displacement test and displacement test was passed. The insulin pump will not be returned for analysis.